Event description:
The customer reported to olympus, during a colon polpectomy procedure, olympus devices malfunctioned and the intended laparoscopic procedure was converted to an open (abdominal) surgery. There was an image failure before, during and after the intended polpectomy. The image failed when extending a snare for polypectomy. The customer tried two different colonoscopes with the same light source and no image was displayed. Polypectomy could not be performed. The intended procedure was not completed and an open surgery was performed. This event includes 3 reports: (B)(6): light source, clv-190, sn: (B)(4). (B)(6): gif-h185, sn: (B)(4). (B)(6): cf-h185i, sn: (B)(4). This report is 2 of 3 for (B)(6): gif-h185, sn: (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that there was a trace of water invasion in scope connector. The following defects were also observed during the device evaluation: scope connector case (sc-case) corroded plug unit corroded outside shield unit corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that during user handling of the device, water invaded the scope connector and an abnormality in the electrical components occurred, causing a black out. Therefore, the procedure could not be completed, and other planned procedures had to be cancelled. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope perform the leakage test.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ ¿spare equipment - be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿ this supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Additional information received from the customer: the customer reported each olympus device was inspected prior to use (plugged in, light check, suction and flush or equipment, and imaging). No patient injury or harm experienced. The customer also reported additional procedures for other patients needed to be cancelled due to the equipment failure and some patients were seen in another hospital.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.